Event description:
It was reported that the lead exhibited high capture threshold. When the pocket was opened, insulation damage was observed. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported there had been a lead warning due to high impedances on atrial lead on (B)(6)2005 with fracture suspected. Device interrogation revealed atrial lead turned off and device programmed at vvir. Also showed high rate episodes, high impedance, and ventricular lead warning alert a couple days before patient died. Ventricular lead fracture suspected. Follow up revealed the patient had a history of numerous congenital heart defects that had required multiple surgeries. Patient was pacemaker dependent. Death certificate notes cause of death as possible cardiac arrest, complete atrioventricular block, possible lead malfunction, and other contributing factors of coarctation and vsd repair ((B)(6)2003), subaortic stenosis repair ((B)(6)2004), pacemaker implant ((B)(6)2004).